Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had prime rewind anomaly. The customer¿s blood glucose level was 213 mg/dl and current blood glucose is 92 mg/dl. The customer was changing out reservoir and fills tubing and insulin keeps pouring out and was now stuck in fill tubing and cannot get out. Troubleshooting was performed for prime rewind anomaly and states they did not receive 2nd series of beeps nor did numbers appear on the screen. Advised customer the pump will need to be replaced. Advised customer to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify prime/fill due to motor error alarm.